Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart. She removed the batter and the alarm reoccurred. Customer's blood glucose was 90 mg/dl. The insulin pump also has a constant tone. Troubleshooting was performed and alarm wouldn't clear successfully by pressing esc/act buttons. Customer was advised to remove the battery for two hours, once reset was completed to insert a new batter. Customer was advised to monitor the device.